Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned intact. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 22 centimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of high out of range pace impedance measurements, failure to capture and noise were likely caused by the confirmed fracture.

Event description:
This supplemental report is being filed based on completion of product analysis.

Manufacturer narrative:
(B)(4). Information indicates this lead is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements greater than 3000 ohms, failure to capture at the maximum output and noise, as observed on the electrogram (egm) of a stored episode. The noise was also noted to be reproducible. The lead was reported to be fractured. As a result, the lead was explanted and replaced. It was noted that the lead was tested with a pacing system analyzer (psa) and measurements were able to be achieved in the unipolar configuration but none in the bipolar configuration. The boston scientific representative (rep) indicated there was no physical damage visible on the lead. There were no additional adverse patient effects.